Event description:
Health professional reported removal of a lap-band access port due to alleged "pain at the port site." The surgeon believed the pain the pt was experiencing was caused by the access port, so it was explanted. A fluoroscopy was performed, which confirmed proper placement of the port, but they believed the pt was experiencing pain because the port sometimes stuck out too far and bumped into things. The port was replaced. F/u findings: "no infection" was noted at the time of explant and replacement. Between the time the pt "had the original band placed" and the time the pt started "having port pain," the pt had only "lost 30 lbs." The surgeon replaced the pt with "a lower sized port" and placed it "further down" on the abdomen. It is "not protruding anymore."

Manufacturer narrative:
(B)(4). Allergan has received the product; however, the device has not been identified nor has the analysis been completed at this time. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of visibility/palpability as follows: precautions: care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments. Device labeling addresses the reported event of pain as follows: "there were add'l occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band sys that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain and port site pain."